Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Shaft separation has caused or contributed to pt injury previously. Device issue: balloon rupture and shaft separation. It was reported via a trial that during the procedure a balloon rupture was observed. There was an embolization of the distal part of the shaft inside of the guiding catheter and the shaft separated. It was retrieved inside the guiding catheter without consequence for the pt. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, weak materials, interactions with other devices, interactions with stent struts, pt anatomy, lesion calcification, lesion tortuousity, or excessive applied pressure. Breakage of the stent delivery system can occur as a result of mfg, handling during removal from packaging, preparation, or use of the catheter. Although no resistance was reported, this type of failure is typically the result of force being applied due to resistance and/or interaction with the anatomy and accessories during the attempted positioning and removal of the device.